Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the capsule tore during iol implantation. The rayone emv rao200e was explanted and a bausch & lomb mx60 was implanted. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The healthcare facility reports that implantation of the back--up lens resulted in further compromise to the capsular bag resulting in vitreous fluid being observed in the anterior chamber. The back-up lens was also explanted and the patient was left without an intraocular lens. The patient has been referred to retina for a vitrectomy and ac iol implantation. The surgeon believes the capsule tear to be attributable to weak zonules. Our review of production records for the rayone emv rao200e, batch: 083221266 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e, batch: 083221266.

Event description:
On 16th december 2024, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the capsular bag tore during injection.